Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the machine was irritating them today and it was sending all these little shock waves into them. The patient stated they were having shocking sensation all the time and it just started today. Agent asked patient if they have made any changes to their therapy and patient said they were told not to touch it until someone told them what to do with it. Agent walked patient through how to connect to their implant and increase/decrease the stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. The patient reported painful stimulation.